Event description:
It was reported that the stent does not unfold. A 7x60x75 innova stent self-expanding was selected for treatment. However, it was noted that the stent could not be unfold. There were no patient complications as a result of this event.